Event description:
The site reported that a pt sustained a blister on the left arm during a mr hip exam using an 8-channel body array coil. According to the site supervisor, the pt ws sedated and placed into the bore with an intravenous (IV) line in the left arm. Due to the size of the pt, padding was not used. During the scan, it became apparent to the technologist that the IV had infiltrated the vein. The technologist stopped the scan, and removed the pt from the bore, and an anesthesiologist made an attempt to adjust the IV. A significant amount of IV fluid was found to have leaked into the tissue of the arm, causing the towels surrounding the pt's arm to be wet. The technologist then placed the pt back into the bore with the wet towels and resumed the exam. The pt was in the bore for 30 minutes. A total of 8 scans were performed on the pt using pulse sequences se, fse, ir. Additional information from the site indicated that the pt's thighs were in contact with each other, and the pt's arm was touching the bore of the magnet. Sometime after the scan, it was reported that a 21.9 cm2 sized blister developed on the pt's left arm. The pt underwent a skin graft procedure, but was reportedly unsuccessful. No additional information was provided by the site.

Manufacturer narrative:
The ge field engineer (fe) visually inspected the coil used during the scan and found no obvious damage or modification to the coil. According to the fe, the mr system has been upgraded since the incident prior to the site notifying ge. Therefore, a system testing could not be performed to evaluate how it was operating at the time of the incident. Interview with the site indicated that padding was not used due to the pt's size. The site indicated that fluid under the arm and application of the wet towels during the scan might have contributed to the severity of the burn.